Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the base station was not compatible with new footswitch. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that wireless footswitch (wfs) base station problem. Upon troubleshooting fse found that the base station was not compatible with the new footswitch. To resolve the issue, fse carried out the software upgrade to the base station. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-pun-011 but it is related to base station was not compatible with the new footswitch. Fse carried out the software upgrade to the base station which resolved the reported issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.